Manufacturer narrative:
The insulin pump was received not stuck in the manufacturing mode. The insulin pump passed the self test, sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. However, replace battery alarm, replace battery now alarm and power error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector the pump functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer's blood glucose level was 232 mg/dl. The customer did not received a low battery alert prior to the replace battery now alarm. This was the second occurrence of replace battery now without a low battery warning. Insulin pump will be return for analysis.